Event description:
The report rec'd from the registry indicates that the day after the index procedure the pt experienced a q-wave, inferior, target vessel related myocardial infarction. Peak ck was 3 times above the upper normal level, peak ck-mb was greater than or equal 5 times above the upper normal level and troponin was greater than or equal to 5 times above the upper normal level. This event was graded as moderate in severity and was reported to be unrelated to the device and possibly related to the index procedure. This event was resolved without squeal.

Manufacturer narrative:
This pt was enrolled in the study with 2-vessel disease. The main indication for this intervention was unstable angina. The target lesion was a native, restenotic, non-ostial, smooth, readily accessible, concentric, type a mid right coronary. The lesion was previously treated with a genous stent. The reference vessel diameter was 2.5mm and the lesion length was 10mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2.5 x 10mm balloon and a 2.5 x 13mm cypher select plus stent was electively implanted at 12atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. Please note: device is distributed outside the unit states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.